Event description:
It was reported that the pump display was backlit but nothing was appearing on the screen, and the customer could no longer interact with the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.